Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer replaced the battery and the issue persisted. The customer was advised the insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation the insulin pump gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked liquid-crystal display controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly.